Event description:
It was reported that an infusor lv 1.5 ml/h leaked. The customer stated that the leak was from around the distal end of the tubing and that the leak was observed in the overwrap. This issue was identified after the infusor had been filled at the pharmacy, before being connected to the patient. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.